Event description:
The lay user/patient contacted lifescan in 2007, and alleged that his one touch basic enhanced meter was not powering on. The medical affairs specialist was not able to reach the patient via phone after several attempts. A letter was sent to the address provided. The patient reported that the day before, at 12:00 am, he was "foggy headed and out of it" at the time of concern. He took glucose following the attempted use of the meter. He received assistance from the emergency services and his blood glucose on the other device was 38 mg/dl. The patient received IV glucose treatment. At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. The condition of the battery contacts was good and the batteries were correctly installed. The patient had also replaced the battery per the owner's manual. This complaint is reported because, the patient alleged that the meter was not powering on and he experienced symptoms and was treated for hypoglycemia by medical professional. The power issue was not resolved with troubleshooting. A replacement meter was sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.